Event description:
Customer reported device generated results on un-dosed test strips. Result value was not provided. Customer stated the device was new and only a few days old. A request was made for return product and replacement product was sent.